Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite and did a o2 (oxygen) calibration and unit passed. Performed uvt (user verification test) and ovp (operator's verification procedure) ventilator meets all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator having issues with the o2 (oxygen) out of range. As of this time, there is no information about patient involvement associated with this reported event.